Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller was hot to the touch and had caused the pt's skin to have a small blister on it. No system controller alarms were activated and the pt was hemodynamically stable. It was noted by the vad coordinator that the system controller had been getting hot and gets hotter when connected to the wall outlet. The system controller was replaced by another system controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.